Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was successfully downloaded to carelink pro and thds2. Unit was programmed with a test glucose meter and a remote control. Unit communicated properly with test devices. No download communication anomalies were noted. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was successfully downloaded to carelink pro and thds2. Unit was programmed with a test glucose meter and a remote control. Unit communicated properly with test devices. No download communication anomalies were noted. Unit received with cracked case at display window corners and battery tube threads.